Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge detection messages with multiple cartridges occurred during the load sequence. A new cartridge was loaded successfully and insulin delivery was resumed. Additionally, it was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Customer's blood glucose level was between 120-180 mg/dl.